Manufacturer narrative:
An event regarding appearance of bone cement involving simplex bone with tobramycin was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the two photographs provided confirms the reported yellow colour of the cement. Visual and functional inspection of the two returned samples displayed a yellow appearance. Visual and functional inspection of the retained sample showed a typical white appearance. The mixing properties of both the returned unit packs and retained product reported doughing time, working time and setting time results that are within specification. It is also noted that during these tests no unusual smell was observed for both the retained and returned samples. Medical records received and evaluation: not performed as, although there was patient involvement, no adverse consequences were reported. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported appearance issue cannot be confirmed. The mixing properties of the retained sample of the reported lot code were tested and show that all required specifications are met and did not display the reported yellow appearance but instead the typical white appearance. Based on the laboratory results of the retain sample it was not possible to replicate this event. The mixing properties of the returned samples of the reported lot code were tested and show that the doughing time, working time and setting time specifications are met however they did display a non-typical yellow appearance. The yellow appearance of the returned samples and the white appearance of the retain sample would suggest that the reported lot in this event was subjected to adverse conditions resulting in the discolouration of the powder. It is also noted that during these tests no unusual smell was observed for both the retained and returned samples. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Distributor identified that after mix the bone cement it turn a little bit yellow and smells. They tried to use a new one but they noticed that with all the units for the same lot number happens exactly the same situation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Distributor identified that after mix the bone cement it turn a little bit yellow and smells. They tried to use a new one but they noticed that with all the units for the same lot number happens exactly the same situation.